Manufacturer narrative:
This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer's medwatch states "event desc: nurse was checking central line infusion at start of shift and noted that the tpn filter was leaking. Sterile change of filters done and fluid restarted." No pt impact reported, d-10 states device is not available for eval.